Event description:
It was reported that 5 smartsite 20mm vented vial access device experienced IV set detachment. The following information was provided by the initial reporter: during the preparation of cta drugs, leakage of chemotherapy drug was observed near the luer engagement. The problem occurred with other bottles of antiblastic drugs using the lot and expiry date of the email at the bottom.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/3/2021. H.6. Investigation: one mv0420-0006 sample was received without packaging, however the lot number was indicated as 202040. The sample was received connected to a celltech mf-f100ml vial, with a volume of chemotherapy fluid inside the vial. A visual inspection confirmed the customer's experience, as the smartsite component of the device had completely separated from the vial access device. A definitive root cause for the observed separation could not be determined, however it is possible that it occurred as a result of an inconsistent or insufficient application of glue, coupled with the twisting force during engagement or disengagement of the smartsite. A review of the production records from lot 202040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 smartsite 20mm vented vial access device experienced IV set detachment. The following information was provided by the initial reporter: during the preparation of cta drugs, leakage of chemotherapy drug was observed near the luer engagement. The problem occurred with other bottles of antiblastic drugs using the lot and expiry date of the email at the bottom.